Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.